Event description:
It was reported that biomed had a arctic sun device that was sent from the floor. The user told they were having issues with heating and flow. The biomed turned the device on and water was spilling out from the overfill and vent in the tank, they asked them to drain and refill it because it was overfilled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had a arctic sun device that was sent from the floor. The user told they were having issues with heating and flow. The biomed turned the device on and water was spilling out from the overfill and vent in the tank, they asked them to drain and refill it because it was overfilled. Per biomed tech, via phone on 23jan2024, it was reported that the device was back in service. It was discovered that the reservoir was under/over filled. Once this error was corrected, the issue was resolved.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. Correction: d, h. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was sent from the floor. The user told they were having issues with heating and flow. The biomed turned the device on and water was spilling out from the overfill and vent in the tank, they asked them to drain and refill it because it was overfilled. Per biomed tech, via phone on 23jan2024, it was reported that the device was back in service. It was discovered that the reservoir was under/over filled. Once this error was corrected, the issue was resolved.